Manufacturer narrative:
On 9-feb-2026, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and during aspiration a lot of bubbles came out. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test of the returned device were performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device. The hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and a leakage in the handle was observed. The device was sent to the supplier for investigation and it was concluded that the leakage was due to a channel in the glue at the hub that allowed air to pass through. Device history record review was performed for the finished device 60000717 number, and no internal actions related to the reported complaint condition were identified. The air backflow in valve issue reported by the customer was confirmed due to the leakage observed. The root cause of the leakage is related to the manufacturing process due to a channel in the glue at the hub that allowed air to pass through. The instructions for use (IFU) contain the following recommendations: provide continuous heparinized saline infusion while the sheath remains in the vessel; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. Internal actions are being performed to address the leakage issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and during aspiration a lot of bubbles came out. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported.